Manufacturer narrative:
Lot# 103994. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis report revealed a fracture mode of torsional ductile overload. The hardness and material were in accordance with the print. Conclusion: the probable root cause of the tip fracture is the age of the instrument (found to be approximately five years old).

Event description:
It is reported that; distal tip of a quick turn driver broke off during the implanting of a screw. Tip was recovered without concern.

Event description:
It is reported that; distal tip of aviator quick turn driver broke off during the implanting of a screw. Tip was recovered without concern.